Event description:
Report 2 of 2 (B)(4) complaint description: on 26may2026, the customer contacted global technical solutions center (gtsc) to report what was described as discrepant positive d(rh1) typing results for a patient using ortho mts a/b/d monoclonal & reverse grouping card lot 012326037-05 in conjunction with their ortho workstation ID-mts (B)(6). Complainant/complaint reporter: (B)(6), medical technologist; (B)(6); (B)(6) customer (B)(6) hospital (B)(6) USA date of event: (B)(6) 2026 and (B)(6) 2026; reported on 26may2026 reagent: mts a/b/d monoclonal & reverse grouping card lot 012326037-05, expiration date: 29oct2026, date of manufacture: 29jan2026 instrument: ortho workstation ID-mts, s/n (B)(6); install date: (B)(6) 2017 patient information: post-partum female with historical blood type of b rhd negative. The patient has previously received rhogam as prophylaxis in (B)(6) 2026. No transfusion history. The customer reported that a pre-natal sample from this patient was tested on (B)(6) 2026 for aborh in manual gel method, using ortho mts a/b/d monoclonal grouping & reverse card lot 012326037-05 in conjunction with their ortho workstation ID-mts (B)(6) and that they had obtained a weakly positive reaction (1+ reaction strength) in the d column, resulting in a b rhd positive blood type. The customer reported that on the same day, the patient's sample was sent out to a reference laboratory for blood type confirmation using an alternate testing methodology with a competitor's analyzer. The result was reported for the patient as b rhd negative. The customer stated a second sample was drawn from the patient post-partum on (B)(6) 2026 and tested in manual gel method using the same reagent lot 012326037-05 and instrument (B)(6). The patient's blood type result was b rhd positive, and the sample was sent to the reference lab for confirmation, in addition to a fetal screen test. The reference lab resulted the patient's blood type as b rhd negative and the fetal screen as negative. A newborn sample was also collected on (B)(6) 2026 and blood type obtained was b rhd positive. In addition, a direct antiglobulin test (dat) was performed on the newborn sample and the result was negative. A second sample was collected and tested on (B)(6) 2026, confirming aborh typing for the newborn as b rhd positive. No additional details were provided. The customer stated that historical test data on the patient (mother) indicated prior similar discrepancies in blood typing in (B)(6) 2025 and (B)(6) 2026. The customer reported that in (B)(6) 2025, the patient was typed as b rhd positive (weakly reacting anti-d, 1+) and reference lab result was b rhd negative; the results were communicated to the physician. In (B)(6) 2026, the patient was re-typed, and result was b rhd positive in addition to a negative antibody screen. The patient was administered one dose of rhogam as prophylaxis in (B)(6) 2026 at around 28-29 weeks gestation. No further information was provided. The customer reported that weak d testing and dat were not performed on the patient samples by either the customer's laboratory or the reference laboratory. The customer stated no biased result was reported to the physician. The patient and newborn were not harmed as a result of the reported events.

Manufacturer narrative:
Investigation details: the customer stated that quality control (qc) was performed on the day of use and that the results were as expected. Qc result forms were provided and reviewed, confirming passing results. The card storage conditions were confirmed to be aligned with ortho's recommendations. Order reports from the patient and newborn were provided and the reactions were confirmed as reported by the customer. Gtsc informed the customer that this gel card reagent can detect weak d antigens as per the reagent's instructions for use (IFU) and suggested further testing for weak d in addition to rh genotyping to identify the specific antigen variant. A review of manufacturing batch record of ortho mts a/b/d monoclonal & reverse grouping card lot 012326037-05 was requested from ortho's manufacturing site. The device history record for this lot was reviewed and no discrepancies were discovered. There were no product nonconformances related to this lot. The lot met all specifications, all in-process and product release criteria. As part of the investigation, samples known to be d(rh1) positive, d(rh1) negative and weak d, were requested to be tested for d(rh1) typing using retained samples of ortho mts a/b/d monoclonal & reverse grouping card lot 012326037-05 at ortho's manufacturing site. The product testing with all samples performed as expected and no discrepant results were obtained. Retention cards were visually inspected and no defects were found. The customer complaint was not confirmed. The review of the worldwide complaint databases was performed for ortho mts a/b/d monoclonal & reverse grouping card lot 012326037-05 and master bulk lot 012326037 through 08jun2026. There were no additional complaints identified against this sublot or master bulk lot for false positive reactions. No trend was identified. In mitigation, the mts a/b/d monoclonal and reverse grouping card IFU states in the summary and explanation of the test section: "most weak d antigen expressions will be detected as weak positive reactions with this reagent. However, the partial dvi epitope variant of the d antigen will not be detected with this monoclonal reagent". No further investigation was performed on the incidents. The assignable cause of the discrepant positive d(rh1) typing results is likely sample related, the patient having a weak d antigen. No general product failure was identified. There was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.